Manufacturer narrative:
(B)(4). The investigation is on-going and a follow-up MDR will be submitted with the conclusion. (B)(4).

Event description:
Philips received a complaint that alleged that there was smoke coming out of the ups. This prompted the smoke detector to go off and the hospital engineer switched off the main power. There were no reported injuries.